Event description:
It was reported that the cassette ruptured while being used in the blood fluid warmer. Patient involvement no adverse consequences.

Manufacturer narrative:
The cassette that leaked was not sent back for evaluation.